Event description:
It was reported that bd plastipak¿ concentric luer-slip syringe had foreign matter. This was discovered before use. The following information was provided by the initial reporter: syringe with brown spot on the closed package. Quarantine the syringe and the offending lot.

Manufacturer narrative:
H.6. Investigation summary: one sample was returned to our quality engineer for investigation. Through visual inspection, a foreign matter was observed on the syringe. Using magnification, the matter was identified to be burnt polypropylene. A device history review was performed for reported lot 1807002, no deviations or non-conformances related to the reported issues were identified during the manufacturing process. Product is inspected throughout the manufacturing process to ensure the quality and functionality of the device. While we could not identify a direct issue, this malfunction was determined to have occurred as a result of a failure in the gas expulsion during the molding process. As a result of the failure, polypropylene particles generate and can become embedded in the barrel molding. This is considered to be a cosmetic defect. Based on the preventive measures in place and the current inspection process, this is believed to be an isolated issue with an unlikely recurrence. Manufacturing personnel have been made aware of your experience to increase awareness of this matter. Complaints received for this device and reported issue will continue to be tracked and trended for future occurrence.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ concentric luer-slip syringe had foreign matter. This was discovered before use. The following information was provided by the initial reporter: syringe with brown spot on the closed package. Quarantine the syringe and the offending lot.